Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic small bowel resection procedure, while on the anastomosis of small bowel to transverse colon, the surgeon noticed bleeding from the staple line but the staples appeared to be forming properly. In order to resolve the issue, the surgeon had to place approximately 25 sutures on the 1st and 2nd staple lines. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The loading unit was reloaded with staples and applied to the test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.